Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored non-sustained ventricular tachycardia (nsvt) episode that was requested for review. It was also reported that the battery life estimate had decrease one year in a time period of three months. Technical services (ts) analyzed device episode data and determined that the episode was due to oversensing of the atrial activity on the right ventricular (rv) lead channel. This resulted in pacing inhibition. Device save to disk data was sent to ts for additional analysis. No adverse patient effects were reported. Currently, this ICD system remains in service.